Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery hook instrument shorted and shot off sparks when cautery was applied. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken. Unable to test instrument on inhouse system due to pitch cable breakage. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 03-dec-2024: arcing was observed from the instrument¿s wrist. The instrument¿s wire was observed damage after the arcing event. The instrument was inspected prior to use with no damage found. Instrument was properly connected. The arc happened during the initial use of the instrument. The instrument was not contaminated with carbonized tissue or liquid. The grounding pad had no issues or defects. The instrument returned was correct.